Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/17/2016 with the following findings: review of the pump¿s black box revealed the multiple related call service alarms. The call service alarm was duplicated during complaint was duplicated during investigation. An intermittent condition was found to the continuous glucose module due a cold solder connection issue at a printed circuit board pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a continuous glucose monitor module cold solder connection issue at a printed circuit board pin. This report is made based on results of the investigation performed on 09/17/2016.